Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the peeling identified, the customer's reported issues (pinholes) were confirmed on the insertion section tube and the insertion section connection tube. Examination also showed the adhesive on the bending section cover was detached; the control unit was sticky and showed signs of fluid ingression; the up/down plate was sticky; the image guide bundle was stained; and the connecting tube was dented and buckled. Functional testing was performed: this showed the bending angle in the up direction did not meet specifications due to a worn angle wire. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus medical that the tracheal intubation fiberscope exhibited air/water leakage from the channel tube. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device revealed that the coating on the connecting tube was peeling. (1mm2 or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling of the device. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. It is suggested that the user facility review the method of usage of the device in accordance with the instructions for use (IFU). Olympus will continue to monitor field performance for this device.